Manufacturer narrative:
The insulin pump was received with ghosting display problem isolated to lcd board. The insulin pump was received with scratched lcd window, cracked case near display window corner, cracked reservoir tube lip, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen was difficult to read. The customer reported that the display became denser. The customer's blood glucose was 246 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.